Event description:
Customer reports lancet was periodically protruding from the end-cap of the softclix plus lancet device. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.

Manufacturer narrative:
Returned lancet device could not be tested due to a defective priming mechanism. Unable to determine if lancet retracts properly.